Event description:
Caller alleged discrepant inratio results. Results as follows: pt self tester went to the hospital to do a lab comparison with his inratio meter. Pt had bleeding in the rectum from ulcers and hemorrhoids. The hospitalization is not a result of the inratio meter. Date: (B)(6) 2012, inratio: 4.5, lab: 1.10. Lab result came back within an hour.

Manufacturer narrative:
Investigation pending.